Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. No image found due to faulty charged coupler device (ccd). The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the autoclavable camera head had a dark picture, no image during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1, e2, and e3. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no image displayed occurred due to failure of the charged coupled device (ccd). The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.